Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 90% stenosed target lesion was located in a shunt in the moderately tortuous forearm. A 4.0mmx20mmx40cm sterling¿ balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 5 atmospheres after being inflated for 5 seconds. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 90% stenosed target lesion was located in a shunt in the moderately tortuous forearm. A 4.0mmx20mmx40cm sterling¿ balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 5 atmospheres after being inflated for 5 seconds. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks in the inner shaft under the balloon. Microscopic examination presented no irregularities or damage in the balloon material and to the bonds of the device. Functional testing was performed by attaching an inflation device filled with water to the device. The device was inflated to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).